Manufacturer narrative:
Created by (B)(4) at 1/7/2020 2:56:25 pm. Subject: cts note: cts called contact back after 20 min: contact confirmed sensor started successfully , no further action required.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose.